Manufacturer narrative:
(B)(4). Location of device unknown.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, during the revision surgery reported previously. This report is filed on (B)(6) 2015.

Event description:
Per the clinic, the patient experienced a post-op infection at the implant site and underwent a revision surgery on (B)(6) 2015.